Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Getinge field service engineer (fse) stated there is a small piece of screen damage on the display, which is not visible. We are waiting for the hospital to respond whether to replace it. It does not affect the use and there are no casualties. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: repair is not done by getinge.

Event description:
N/a.

Event description:
It was reported that during routine inspection by the customer, the cs100 intra-aortic balloon pump (iabp) screen had a small blur on the display screen. There was no patient involvement.

Manufacturer narrative:
Due to character restriction e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b3, b4, g3, g6, h2, h10.

Event description:
N/a.